Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through a medwatch (mw5084781) "parts used as refresher contained cobalt as high as 9.9. Noticed at least one of two years before surgery. It's really unclear how long it had been high. Mine was metal of plastic. I had bone deterioration and had a lot of gray tissue which was removed. Now have a heart problem".